Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away at home, in her apartment. The caller stated that the cause of death is still unknown; possible diabetic ketoacidosis. The caller stated that the autopsy is pending and they will know the official cause of death in eight weeks. The caller stated that three weeks prior to passing the customer was hospitalized due to a spider bite. The caller did not know the customer's blood glucose at the time of death. The caller stated that, per the paramedics, the customer's last known blood glucose value was above 500 mg/dl. The customer was not wearing the insulin pump at the time of death. The caller stated that, prior to death, the customer was going to take a shower and disconnected the insulin pump - the caller did not know the exact time span. The customer did not use sensors. The caller stated that the customer's insulin pump is locked up in the customer's apartment and cannot be returned for analysis as this time.